Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, g3, g6, h1, h2, h3 and h6. As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released and was pulled out when the closure device was withdrawn. There was no reported patient injury. A 5f non-cordis sheath was used. The operator was trained in the device. The exoseal vcd was used in an interventional procedure and was stored and prepped according to the instructions for use (IFU). Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, no vessel stenosis greater than 50%, and no prior closure with a device or manual compression within 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly with an audible click. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to a solid black color. The deployment button was fully pressed, and there was no issue or damage to the deployment lever. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was depressed, the guard was locked, the plug was partially deployed, and the indicator wire was retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the unit. The indicator window was observed in the black/white/red position. No additional anomalies were noted during the visual inspection. The functional deployment simulation could not be performed, as the device was received with the lever already depressed and the plug partially deployed. A high-magnification microscopic evaluation was performed on the internal mechanism. This inspection revealed a fracture on the lock-out plate component, indicating that the unit may have been actuated incorrectly, possibly by forced actuation before completing the intended deployment sequence. A dimensional analysis of the delivery shaft inner diameter was conducted using a pin gauge measurement with a calibrated pin gauge set. The result was within the specified range. Additionally, due to the partially exposed plug observed at the distal end of the delivery shaft, the shaft length was measured with a calibrated ruler and found to be within specification. Additionally, a comparison was performed with a deployed laboratory sample to evaluate the internal components in a deployed state. This review confirmed that in the returned unit, the rotary link rotation advancement was only partially achieved, unlike the fully deployed lab sample unit. It was therefore concluded that incorrect deployment of the returned unit likely resulted in partial activation of the rotary link and partial deployment of the plug. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was observed as the plug was partially deployed with the deployment button fully depressed, indicating a ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ occurred. Based on the information available for review and product analysis, user error most likely contributed to the issue experienced, as evidenced by the fractured lock-out plate and partial activation of the rotary link within the internal mechanism. The lock-out mechanism is intended to prevent premature depression of the deployment lever by restricting rotation of the rotary link, which engages the deployment rack to release the plug. The fracture of the lock-out plate indicates that excessive force was applied to the deployment lever when the unit was actuated prematurely (before the indicator window displayed the solid black deployment position). Additionally, as the excessive force applied to the deployment lever broke through the lock-out plate before the deployment mechanism was properly positioned, it appears the rotary link was only able to partially activate the retraction of the delivery shaft, resulting in partial deployment of the plug. As warned in the IFU, which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU also cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released and was pulled out when the closure device was withdrawn. There was no reported patient injury. A 5f non-cordis sheath was used. The operator was trained in the device. The exoseal vcd was used in an interventional procedure and was stored and prepped according to the instructions for use (IFU). Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, no vessel stenosis greater than 50%, and no prior closure with a device or manual compression within 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site, and no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly with an audible click. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to a solid black color. The deployment button was fully pressed, and there was no issue or damage to the deployment lever. The device will be returned for analysis. Per the product evaluation, the plug was partially deployed.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released and was pulled out when the closure device was withdrawn. There was no reported patient injury. A 5f non-cordis sheath was used. Additional information was requested but not provided. The device will be returned for analysis.